Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker check. Upon interrogation, the device exhibited backup vvi operation. The device was then reprogrammed to normal operation successfully.